Event description:
The customer reported the system had a defective radiator. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the generator. The system operates as intended.